Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refu3017 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported: "during a vancomycin infusion, leakage at the silicone-blue base junction: treatment flow and catheter obstruction."

Event description:
It was reported : "during a vancomysine infusion, leakage at the silicone-blue base junction: treatment flow and catheter obstruction." Additional information received: posed on (B)(6) 2022. Fixing by steristrips according to the cro. Incident on (B)(6) 2022, explantation on (B)(6) 2022. Harm to the patient: yes. Interruption of antibiotic treatment in a complicated and septic patient, need to remove a defective device under curative anticoagulation = risk of bleeding, manual compression by pde; need to rest an approach = puncture and pain for the child whose venous capital is extremely precarious; need for a new general anesthesia for central line resting. Parental dissatisfaction. Child of 15 months, 11kg, male. IV antibiotic treatment for bilateral mastoiditis with cerebral thrombophlebitis. Ttt on piccline: vanco, polyionic, paracetamol, nalbuphine. Yes the patient has an infectious disease that is why he is receiving antibiotics.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l groshong catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the exit site from the assembled connector. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split. Tensile weakness at the fracture site (due to material ballooning prior to burst). Granular fracture surface texture (typical of tearing failure modes). The catheter material was visibly lighter in color at the fracture site. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h11.

Event description:
It was reported : "during a vancomysine infusion, leakage at the silicone-blue base junction: treatment flow and catheter obstruction."